Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive no delivery alarms after changing infusion set and priming. Customer's blood glucose was 260 mg/dl. During troubleshooting, it was found that customer did not try all remedies. Insulin pump would be replaced.